Event description:
It was reported that multiple cartridge alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was provided a replacement pump for continued therapy.